Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported on behalf of his wife that following the implant of a micro-stent filtration device, she was experiencing a progressive loss of endothelial cells in left eye. Medical records describe the left eye as having a clear cornea without edema, intraocular pressure within normal limits. The consumer mentioned that though there was progressive loss, the patient still see well and her corneas do not yet reflect any relevant medical problems. The patient is currently on treatment with apraclonidine, brimonidine and timolol and lubricant drops every 4 hours. There are two medical device reports associated with this patient. This report is associated with the left eye.